Manufacturer narrative:
Moria m2 blades were not used. This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported patient had partial flap during lasik surgery, left eye only, due to suction loss. Deeper and bigger flap was then created and procedure was completed. Surgeon reported the patient will have a normal outcome - "is now 20/20". Moria evolution 3e console and m2 motor were used; but moria m2 blades were not used.